Event description:
It was reported that the patient had twiddler's syndrome and the right atrial lead and right ventricular lead dislodged. The leads were repositioned and the leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.